Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The customer reported the device was discarded. The lot number was provided. A review of the device history record did not produce any findings relevant to this report.

Event description:
It was reported that a physician trained in the use of the starclose se device attempted arteriotomy closure of the common femoral artery after an interventional procedure. Reportedly, the dilator could not be removed over the guide wire. The guide wire became stuck and the whole system had to be removed. Manual compression was applied to achieve hemostasis. There were no reported adverse patient effects. Though requseted, no additional information was provided.